Event description:
It was reported that this right ventricular (rv) lead exhibited a high, out of range pacing impedance measurement (>2000 ohms) resulting in a lead safety switch (lss) to unipolar sensing. Boston scientific technical services was contacted and confirmed that due to the lss, episodes of over-sensed noise were recorded by the device. It was recommended to perform thorough diagnostic imaging and in-person troubleshooting to exclude rv lead impairment. It was alleged that this rv lead had fractured, resulting in the observed out of range impedance measurements. At this time, the rv lead remains implanted and in-service. The patient was stable with no adverse consequences.